Event description:
It was reported to boston scientific corporation that a uromaxultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the balloon started to leak. A hole in the balloon was noticed. The procedure was completed with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(6).

Event description:
According to the complainant, after the uromax ultra balloon was placed, it was able to be partially inflated with a medium of 50/50 saline and contrast. A leveen inflator was used and the balloon was not tested prior to insertion. It was reported that the balloon did not rupture and no pieces detached inside the patient.